Manufacturer narrative:
Pt age and weight: unk. Implant and explant dates: na. Event problem and evaluation codes: results code(s): (operational problem): - the returned product was evaluated and the iol was rotated to the left and stopped to use or the rod passed iol, same as reported. The volume of used viscoelastic material appeared to be enough. There was no irregularity found on injector and iol, all met criteria. Conclusions code(s): (unable to confirm complaint): based on the complaint history, work order search and product evaluation. A specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain 14.5 diopter preloaded injector. The reporter indicated, prior to implantation, the anterior haptic was irregular and was blocked. The lens was not implanted.

Manufacturer narrative:
(B)(4).